Manufacturer narrative:
A used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the sample at a distance of 12 inches under normal lighting was performed and found no discrepancies. Functional testing was done using a leak test and it was found that the circuit failed the leak test. The root cause of the reported problem was unable to be determined. A corrective and preventive action (CAPA) was initiated to address this problem. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a hospital pre-use check, air leaked from the breathing circuit component. No patient injury was reported.